Event description:
It was reported that this patient received two recent inappropriate shocks due to oversensing of noisy signals. The patient was brought into the clinic and the noisy signals were reproducible. Imaging was recommended to determine if there was electrode migration, however they were inconclusive. The system is subsequently deactivated and pending replacement to a transvenous system. No adverse events were reported at this time.

Event description:
It was reported that this patient received two recent inappropriate shocks due to oversensing of noisy signals. The patient was brought into the clinic and the noisy signals were reproducible. Imaging was recommended to determine if there was electrode migration, however they were inconclusive. The system is subsequently deactivated and pending replacement to a transvenous system. No adverse events were reported at this time. This supplemental report is being filled to include device explant information.

Manufacturer narrative:
This supplemental report is being filled to include device explant information. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device explant information.

Manufacturer narrative:
This supplemental report is being filled to include device explant information.